Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test and force sensor test. No post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, trace pointers are invalid error or blank display anomalies noted. Device alarmed power supply test failed during self-test alarm during self test due to faulty internal battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose was 325 mg/dl at the time of incident and treated with insulin pump. Customer reported issues with the insulin pump battery life and had experienced multiple pump error messages. No significant events leading to the alarms were observed. Customer stated that the insulin pump alarmed pump error again after replacing the battery. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.